Event description:
Type of procedure: hysterectomy. Event description: rep was not present for the case. When inserting the specimen, the suture of the bag broke and the guide bead broke in two. There was no patient injury. The case was completed with another cd004. Product is not available for return. Additional information was received via email on 26oct2022 from [name] applied medical account manager I. There was no spillage out of the bag. The bag did not break into pieces. The guide bead was not pulled on with an instrument. The bead detached from the bag, there was no mention of damage to the bag. The cord also broke. "They searched for the second piece of the guide bead, and it was found outside the patient." Patient status: no patient injury. Intervention: the case was completed with another cd004.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure: hysterectomy. Event description: rep was not present for the case. When inserting the specimen, the suture of the bag broke and the guide bead broke in two. There was no patient injury. The case was completed with another cd004. Product is not available for return. Additional information was received via email on 26oct2022 from [name] applied medical account manager I there was no spillage out of the bag. The bag did not break into pieces. The guide bead was not pulled on with an instrument. The bead detached from the bag, there was no mention of damage to the bag. The cord also broke. "They searched for the second piece of the guide bead, and it was found outside the patient." Patient status: no patient injury. Intervention: the case was completed with another cd004.